Manufacturer narrative:
The field service engineer performed a preventative maintenance and the catalytic decomp filter, oil mist filter and oil drain bottle were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Manufacturer narrative:
Method - materials and chemistry evaluation. Results - degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The oil mist filter had exhibited mist. The reason for return of the oil mist filter was confirmed. The catalytic converter was not returned for further evaluation. The assignable cause of the odor/smells is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(4) 2014.